Event description:
Territory manager received information from rn ICU nurse who reported inflation difficulty with fms in patient. A new fms was inserted instead. Details of the issue is as follows: upon initial insertion of kit into patient rectal vault, nurse could only instill 10cc of water before autovalve shut off; aspirated 10cc back out; removed from patient. When outside of patient nurse could get a full 45cc to inflate through port into the balloon. Upon trying to reinsert the same fms control device, nurse encountered the same results; only 10cc water would instill into autovalve port into balloon and could not inflate further. Nurse repositioned the device into rectal vault slowly and applying even pressure. Nurse instilled water; however it would not go beyond 10cc. Nurse stated the black indicator line was at anus; so she is confident balloon was within the rectal vault. She removed this fms and inserted a new control fms successfully. No untoward effect to patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that complainant confirmed no lot available and no additional information to be provided. Lastly, report states that the device was removed and replaced. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.